Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump were not working. Customer was trying to bolus and the act button was not responding. Customer's blood glucose was 249 mg/dl. Customer's mother did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.